Event description:
It was reported that the patient had their implantable neurostimulator system removed. The patient experienced a staph infection. Additional information has been requested from the hcp, but was not available as of the date of this report.